Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-01674 for a description of the second event. It was reported to boston scientific on september 06, 2005, that a trapezoid rx lithotripter compatible basket device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in a (patient age, gender, and weight unknown) two days prior. According to the complaint, "the tip broke off inside the patient, therefore an attempt was made to retrieve the device, however, the surgeon could not find the tip. The physician attempted to complete the procedure with a second trapezoid rx lithotripter compatible basket.

Manufacturer narrative:
A visual analysis of the returned device, confirmed the reported event. A visual examination of the device revealed the basket tip was missing, the clear sheath was torn, the sidecar was severely damaged, and the handle canula was bent. However, the exact cause of this event could not be determined.